Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen on (B)(6) 2021 and (B)(6) 2021 using the cooladvantage applicator, coolfit contour and developed paradoxical hyperplasia (pah/ph) after treatment.

Manufacturer narrative:
Correction: b5 [treatment dates] and d4 [related product].

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen on (B)(6) 2021 using the cooladvantage applicator, coolfit contour and developed paradoxical hyperplasia (pah/ph) after treatment.

Manufacturer narrative:
H11 - corrected data: g3 (initial aware date correction).

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 and h6.

Event description:
It was determined patient did not have paradoxical adipose hyperplasia (pah).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen on (B)(6) 2021 using the cooladvantage applicator, coolfit contour and developed paradoxical hyperplasia (pah/ph) after treatment.

Manufacturer narrative:
Paradoxical adipose hyperplasia is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Changed data: b2 b5. There are no reportable events on record and this record will be unreported. Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 5/24/2023. Correction to g.3. Aware date of supplemental medwatch # 3. Aware date should have been listed as 8/1/2023.

Event description:
Previous emdr submission(s) noted paradoxical hyperplasia (ph). Upon further review of events, abbvie health professionals have determined that the reported events are not consistent with ph. There are no reportable events on record and this record will be unreported.